Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high and undefined impedance in both bipolar and unipolar configuration, with a polarity switch, oversensing of false non-sustained ventricular tachycardia (vt) stored episodes, noise, with a high sensing integrity counter (sic) and a possible fracture at the rv lead tip. The rv lead remains in use. No patient complications have been reported as a result of this event.